Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported poor image output on an olympus gynecologic laparoscope, with a color bar appearing and the image not displaying normally. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during device evaluation: the objective lens was scratched. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunctions reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.